Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 10 months post implantation of a left total talus spacer, the patient presented with pain and was diagnosed with complex regional pain syndrome type 1 of the lower left extremity. No treatment or intervention noted at this time. Attempts have been made and no additional information has been provided.